Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: balloon broke while inside the pt's cavity, it could not be reported if pieces were in the cavity due to the balloon breaking. A new device was opened for the case. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.